Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. Additional information: there were two separate product malfunctions involved in this event. The second issue has been reported under MDR # 3004526033-2015-00010.

Event description:
It was reported that the pt was in asystolic cardiac arrest when the 9001 io needle was inserted into the right leg. The needle broke off and was left in the pt. As a result, a second insertion was performed in the left leg. It was noted that the ez-io insertion attempt was made on scene. No stabilizers were used.